Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Verified that the correct cable and adapter were in the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the freestyle libre 2 reader. Due to this issue, customer reported requiring treatment from healthcare professional. A healthcare meter result of 50 mg/dl was obtained, and customer treated with 2 sugar tablets and a cookie. A post-treatment healthcare meter result of 130 mg/dl was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damage to usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased for further inspection and placed into the reader test fixture to download log. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the freestyle libre 2 reader. Due to this issue, customer reported requiring treatment from healthcare professional. A healthcare meter result of 50 mg/dl was obtained, and customer treated with 2 sugar tablets and a cookie. A post-treatment healthcare meter result of 130 mg/dl was obtained. There was no report of death or permanent injury associated with this event.